Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 3max reperfusion catheter (3maxc) broke at the mid-shaft on the back table in a bowl used to keep the 3maxc from straightening out. The damage to the 3maxc occurred prior to use and, therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the returned 3maxc was fractured at approximately 54.0 cm from the hub. The device was ovalized at approximately 149.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a fractured device. If the catheter is forcefully mishandled during preparation, it may become fractured. Further investigation revealed an ovalization on the returned catheter. The ovalization was likely incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.